Manufacturer narrative:
Investigation summary: no sample received. Investigation conclusion: batch record review (release paperwork) did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger. Root cause description: unconfirmed.

Event description:
It was reported that ultrasafe x100l pr plum ssl nvs stein fell apart and broke. This was discovered before use. The following information was provided by the initial reporter: took injection out the packet and stated it fell apart and broke and all the liquid came out.